Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, bladder pressure/spasms, abdominal discomfort, and bleeding at incision site.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, bladder pressure/spasms, abdominal discomfort, and bleeding at incision site.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent sling revision, urethral lysis, anterior colporrhaphy on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling implantation to treat stress urinary incontinence with concurrent hysterectomy and cystoscopy to treat chronic pain, menorrhagia, leimyomata and endometriosis.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia. (B)(4).